Manufacturer narrative:
Pump passed the displacement test but compromised force sensor alarmed during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 580 mg/dl and 412mg/dl. The customer treated the high blood glucose with manual injection. The customer also reported that the insulin pump alarmed pump error. Customer states they are receiving an compromised force sensor system alarm. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan per hcp instructions. The insulin pump will be returned for analysis.